Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. This is one event (death) for the same pt involving two separate products; associated mdrs #1225714-2013-01652, 01653.

Event description:
Additional information received noted that the pt's experience was alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2006 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs #1225714-2013-01652, 1225714-2013-01653.